Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation with concerns of replace controller fault alarms. The event log file recorded a controller_internal_fault alarm flag associated with an (f29) lcd_com controller fault flag. The periodic log file data indicated that this first occurred sometime between 17:32:15 to 21:32:14 on (B)(6) 2025. The fault indicated that communication between the lcd circuit and the main circuit were not functioning properly. Motor function was not affected by this event. It was noted that the system controller should be exchanged to resolve this issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files; however, the system controller was not returned for further analysis. The controller fault alarm active in the log file could have been associated with the lcd not communicating or the lcd is communicating a fault. Data from the reported event dates of 06feb2025 to 18feb2025 was reviewed in the log files submitted for the system controller. A controller fault alarm activated by 21:32:14 on (B)(6) 2025 due to an lcd communication fault. The alarm remained active until the end of the controller event log file at 10:21:01 on 18feb2025. The pump maintained a speed within the expected range throughout the log file. A controller exchange was recommended to resolve the issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, no external power alarm conditions, and the actions to take when the alarms occur. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.